Event description:
Ventilator failed to connect with nurse call alarm system at facility. When connected to nurse call system, nurse call alarmed continuously. Alternative ventilator needed to be used for pt safety.